Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint but did verify the issue through the data log review. The fsr performed release testing, and the pump ran under load with tubing for approximately an hour, functioning as intended. The unit operated to the manufacturer's specifications. Per the data log review: the roller pump had multiple overcurrent pump jam errors on (B)(6) 2026, confirming the reported complaint.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump locked up when the team was coming off pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.